Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer received a result of 240 mg/dl on the active system while a comparison lab returned as 120 mg/dl within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.